Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a contaminated output connector. Analysis further noted the lower case, hanger assembly, output connector nuts, main seal, hanger screw, decorative plugs and hanger o-ring were also contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was returned for a test and calibration procedure. It was further reported that blood was found in the output connector. The generator was returned for service. There was no patient involvement.